Event description:
User facility reported multiple unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. "Uterine perforation noted" and the procedure was abandoned. "Pt went on to have vaginal hysterectomy." During follow-up in 2009, the physician reported he was attempting to perform a novasure endometrial ablation, on event date , when he felt he had perforated the uterus. He reported "the diagnosis [of perforation] was made clinically", not verified on post hysteroscopy. Because the pt was requesting a hysterectomy she was admitted to the hospital the same day, and a vaginal hysterectomy was done. At that time the perforation was noted to be 2-3 cm in size. The pt was discharged home the following day. Additionally, the physician reported he has seen the pt on follow-up and "her recovery is normal". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is no known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.